Event description:
Literature. Roybal j et al. "Pump removal in infected pts with hepatic chemotherapy pumps: when is it necessary?" The american surgeon. Oct 2006. 72: 880-884. Two pts required removal of the pump due to the pump pocket being infected. Prod thought to be medtronic isomed pump, but could not confirm.

Manufacturer narrative:
This report is being submitted following an internal audit.